Event description:
A patient had a mitral valve replaced using a minimally invasive approach early this year. A different patient had a mitral valve replaced recently. During a routine follow-up echocardiogram, a disturbance in the mitral valve of the first patient was noted. The patient was asymptomatic, but it was decided that the valve needed to be looked at via surgery to be fully assessed. At that time it was discovered the mitral valve disturbance was related to a plastic valve holder (part of the valve to reinforce and protect it during insertion) which was still in place, but should have been removed after insertion of the valve. This happened at an outside hospital which promptly informed our surgeon about it. He then reviewed echocardiograms of the second patient because he'd been given the same kind of device in the same kind of procedure.